Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 3387-40, lot# j0519429v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0519429v, implanted: (B)(6) 2005, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37651, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The healthcare provider (hcp) for a clinical study also reported that upon interrogation on (B)(6) 2015, the patient's implantable neurostimulator (ins) was discharged and the battery charger had malfunctioned. A manufacturer representative reported the patient's recharger was not charging and the connector pin on the desktop charger had broken off. The patient had severe tremor with all of their activities of daily living skills (adls) noted as very limited. The patient was going to try to recharge the ins battery and was to return to the clinic in 3 months for routine follow up, unless the battery needs to be replaced. The patient recharged the stimulator on (B)(6) 2015. The issues were reported as related to the device/therapy, unlikely related to the implant procedure, and the charger not charging the battery. The event was reported as ongoing with no further action needed. Indication for use was reported as movement disorder and essential tremor. If additional information is received, a follow-up report will be sent.

Event description:
Additional information was received from a healthcare professional of a clinical study which reported that the outcome was resolved without sequelae as of (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was received.